Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was interrogated and a memory download was performed successfully. There were no system errors identified. A 3 mv r-wave signal was manually delivered and no electrogram noise on the ECG was identified. The r-wave was normal in appearance. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services. The fcr reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device's tachycardia mode has been programmed off due to delivery of inappropriate shock therapy. The patient was laying down just prior to delivery of inappropriate shock therapy. A review of the inappropriate shock episode from the patient's latitude home monitoring system showed small amplitude r-waves with large t-waves associated with oversensing. The programmed sense vector at the time of inappropriate shock therapy was secondary. Which uses the electrode sense a and device. The patient was presented back to the electrophysiology (ep) laboratory in late-(B)(6) 2018. The s-ICD device and electrode were explanted without incident. A single chamber implantable cardioverter defibrillator (ICD) and implantable transvenous right ventricular (rv) defibrillation lead were implanted. The s-ICD device and electrode were received at boston scientific's return products department.